Event description:
Patient presented to the clinic after receiving inappropriate shock. Decrease in r-waves and noise were observed on the egms. A change in lead impedance was also noted. Hence, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.